Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient called her doctor and was prescribed a medication for an infection. The patient was prescribed cephalexin at 500 mg strength to be taken at 1 capsule, twice a day for 10 days. The patient had blood glucose (bg) values reached 300 mg/dl. The site had pus coming out. The pod was worn between 24 and 36 hours on the abdomen. The pod was discarded.